Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (9 total for this article): note, this MDR is included in the list below. 3025141-2025-00569, 3025141-2025-00570, 3025141-2025-00571, 3025141-2025-00572, 3025141-2025-00573, , 3025141-2025-00575, 3025141-2025-00576, 3025141-2025-00577.

Event description:
A literature review identified the article, defazio mw, godfrey n, offord e, et al. Distal radius fracture outcomes after dorsal spanning plate fixation. Hand (new york, n.y.). 2024 oct;19(7):1120-1124. Doi: 10.1177/15589447231163942. Pmid: 37085975; pmcid: pmc11483764. This retrospective study focused on treating distal radius fractures in 43 patients with dorsal wrist spanning plates not amenable to volar plating. Patients were treated between 2014 to 2019, with 16 patients receiving a concomitant treatment for: 1) k-wires (5 patients), 2) carpal tunnel release (3 patients), 3) bone graft (3 patients), 4) distal ulna resection (1 patient), 5) mini suture anchors (1 patient), 6) tendon/nerve repair (1 patient), and 7) orif of the trapezium/thumb metacarpal (1 patient). Of the 43 patients, 38 were treated with the acumed wrist spanning plate and 5 were treated with a synthes 3.5mm locking compression plate. One (1) patient sustained a bilateral distal radius fracture and each was treated with a dorsal spanning plate. All patients had the wrist spanning plate removed upon union. This study assessed patients for complications, range of motion at the wrist, and finger flexion. Complications were reported in 10 patients, with 1 severe and 9 considered minor. It was not indicated which plate was used for the patients with the complications. For the severe complication, the patient experienced a distal radius nonunion that required a revision surgery with another wrist spanning plate and a bone graft. This patient also underwent a darrach distal ulna resection before ultimately achieving bone union. Two (2) patients had 1 or 2 metacarpal screws break. Delayed wound healing was observed in two (2) patients experiencing a suture reaction. One (1) patient had post traumatic arthritis, and another (1) patient had ulnar-sided wrist pain with positive ulnar variance. Superficial wound dehiscence occurred in one (1) patient with cellulitis. Two (2) patients had peripheral nerve problems, with one (1) patient affected by persistent median nerve symptoms and the other patient having isolated small finger paresthesia. Lastly, one (1) patient had perceived pain during extensor pollicis longus motion. All patients underwent hand therapy after plate removal. A total of 37 patients had final range of motion and finger flexion assessed. The authors concluded that the use of dorsal spanning plate fixation provides a safe and effective treatment of complex distal radius fractures. Patients experience good functional outcomes with few complications.